Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 9 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2017 due to pump stoppage event. A subcostal pump exchange was performed on (B)(6) 2017. During the procedure, it was reported that there was no visible thrombus in the pump. No additional information was provided.

Manufacturer narrative:
The report of a pump stoppage was confirmed through the analysis of the retrieved system controller log file and evaluation of the returned pump. The log file captured multiple drops in pump speed below the low speed limit along with multiple momentary pump stop events (6 events captured) on (B)(6) 2017 while on battery support. The pump was returned assembled with the driveline severed approximately less than 1 inch from the pump housing. The severed portion of the driveline was returned. The sealed inflow conduit, the sealed outflow graft, bend relief, and bend relief collar were not returned. No depositions were identified inside the pump. The severed portion of the driveline was returned in two sections. Rescue tape and damage to the outer jacket was identified from approximately 12 to approximately 22 inches from the metal connector. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified at approximately 3 inches from the metal connector and between approximately 22 to 25 inches from the metal connector. Visual inspection identified a breach in the insulation on the yellow, black, brown, red, and orange wires near the pump housing. The damage appeared to be consistent with abrasion damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying yellow, black, brown, red, and orange wire conductors were exposed. Red heart alarms observed on the retrieved system controller log file would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. The alarms could have also resulted from the exposed conductors of two wires from different motor phases contacting each other or making simultaneous contact with the shield while on battery support. No further damage to the driveline was identified. No further issues have been reported since the pump was exchanged. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.